Manufacturer narrative:
The third party service agent evaluated the device and was unable to duplicate the reported loss of ECG connection issue. Proper device operation was observed through functional and performance testing. The device has been returned to the customer for use. Physio-control has performed an evaluation of the electronic keylog from the device and has concluded that the reported failure to deliver energy was caused by the end user incorrectly selecting the "charge" key instead of the "shock" key when attempting to deliver therapy. The electronic patient record was also evaluated and the reported loss of ECG connection was indeed verified; however, physio-control was unable to determine the cause of the reported loss of ECG connection. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, their device lost the ECG connection through the paddles lead and separately failed to deliver a defibrillation shock. During transport of the patient, the ems crew observed a ventricular fibrillation rhythm after the device was connected to the patient. The customer indicated that the device suddenly showed dashed lines indicating a loss of connection with the defibrillation electrodes; however after the crew checked the pad connection and placement, the rhythm came back and they were able to resume therapy. The patient then received two defibrillation shocks. On the third attempt to charge and deliver therapy, the device was unable to deliver the shock. After the failure to deliver defibrillation energy, the crew changed out the defibrillation electrodes and successfully delivered a third defibrillation shock. The patient experienced rosc (return of spontaneous circulation) after the third shock. After the patient was treated, it is unknown if they survived or not.